Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's insulin gauge display had remained static at 105 units. The customer's blood glucose (bg) level was 111mg/dl. Reportedly, the customer had been using their current cartridge for over 3 days. Tandem technical support offered to help the customer load new supplies in order to verify the fill estimate was accurate, the customer declined loading new supplies.